Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump had a shattered display that rendered the device unusable, and a replacement was arranged while advising the patient to employ backup therapy and shut down the device to prevent further alerts. Symptoms included no reported adverse clinical effects and no reported blood glucose impact. Outcomes included no medical treatment, no hospitalization, and continuation of cgm monitoring via the paired application or receiver. Investigation included customer communication and replacement logistics and inspection of the returned device. Investigation of this device revealed physical damage to the device¿s display consistent with a broken or cracked screen, which impaired normal operation. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.